Event description:
It was initially reported to philips that the heartstart xl+ defibrillator did not perform shocking. It was clarified there was no charging energy which was why there was no delivering energy. There was no negative patient impact.

Manufacturer narrative:
(B)(4)